Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, after insertion of steerable guide catheter and mitraclip, floating structure was observed at the left atrial appendage (laa) entrance. Heparin was administered. Despite heparin administration and an adequate activated clotting time (act), the physicians suspected thrombus formation. Physician decided to administer an additional heparin bolus and waited until the thrombus decreased in size. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.